Event description:
It was reported that the device is not passing operation check, failed co2 test. There was reportedly no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic/repair service. Customer resolution and conclusion: the customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.